Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported when using the bd posiflush¿ normal saline syringe the syringe barrel and tip of syringe was damaged/cracked/deformed. The following information was provided by the initial reporter. The customer stated: a "PICC catheter was implanted in the left upper limb, and a damaged prefilled needle was found when sealing the catheter, which was replaced immediately after discovery without any adverse effect on the patient."